Event description:
Customer states the p module generated two erroneous results. The problem occurred twice on (B) (6) 2009. The provided two pt examples: the first serum sample was for phosphorus. The first run result was 8.3 mg per dl, the result did not match the pt's previous phosphorus result and was repeated. The rerun result was 2.6 mg per dl, which matched the pt's previous result from a prior draw. The second serum sample was for creatinine. The first run result was 2.4 mg per dl, the result did not match the pt's previous creatinine result and was repeated. The rerun result was 0.5 mg per dl, which matched the pt's previous result from a prior draw. No erroneous results were reported. The field service rep determined the degasser was defective. He replaced the degasser and vacuum pump. He ran the instrument to verify analyzer operation.